Event description:
A customer reported that the system experienced a "c: drive error" and that the system would not boot up. The system was reportedly in use at the time of the event, and resulted in a loss of telemetry monitoring. No adverse event was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.